Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the isi core controller (icc) for failure analysis investigation; however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigations have been completed and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pyeloplasty procedure, the surgeon experienced a 41092 error after docking. The technical support engineer (tse) had the site restart the system and use the emergency power off (epo) button on the patient side cart but the error still occurred. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the surgeon and or staff did not have any issues with the system during setup. The surgeon tried using the camera pedal on the surgeon console and a 41092 error occurred. The surgeon also noticed that the master tool manipulators were moving freely but the instruments on the arms were not moving at all. The clinical sales rep also mentioned that the site encountered a 48100 error after the system was undocked. The surgeon proceeded to convert the procedure to laparoscopy due to the system issues that were not resolved through troubleshooting. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The reported issue was resolved by replacing the isi core controller (icc). The icc is responsible for checking the authenticity of the instruments and processes all data passing through the robotic manipulators.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received both the usm and the core involved with this complaint and completed the device evaluations. Failure analysis results are as follows: failure analysis replicated the reported issue with the universal surgical manipulator (usm). It was determined that the rolling loop fiber cable was causing the error. The rolling loop is also dislodged from its routing. The roll loop assembly will be replaced as a fix. Failure analysis was not able to reproduce the reported failure on the isi core controller board, however, the error code was confirmed via error logs. The board was installed on the system and it came up with no errors and normal system operation. Instruments were placed on two of the usms and the system was placed into following mode with no issues. The system ran thirty power cycles with this board and the instruments were manipulated several times between power cycles with no errors. The board remained in the test system for over eight hours while the system was in use and no problems were reported. This board was marked as no trouble found.